Event description:
Dialysis facility nurse reported a home dialysis patient experienced a headache following a treatment on a meridian hemodialysis machine. During the patient treatment, it was reported that the machine had an "air lock", and both the arterial and venous pressures increased toward the end of treatment. It was reported venous line blood became dark and was beginning to clot and therefore the treatment was terminated. Ten minutes later the patient experienced a headache. There was no patient injury or medical intervention associated with this incident.